Manufacturer narrative:
Yoon hs, kim mh, park js, choo ms, jeong sj, oh sj. (2022) risk factors for transurethral coagulation for hemostasis during holmium laser enucleation of the prostate. International neurourology journal, 26(2):153-160. Doi:10.5213/inj.2142414.207.

Event description:
It was reported via an article published in international neurourology journal that a retrospective study was conducted to identify risk factors for transurethral coagulation (tuc) using bipolar electrocautery for hemostasis during holmium laser enucleation of the prostate (holep) surgery for benign prostatic hyperplasia (bph). Clinical outcomes of holep surgery performed by a single surgeon between january 2010 and april 2020, collecting data from 1563 patients. The patients were divided into two groups: patients who underwent tuc (tuc group) and those who did not (non-tuc group). The tuc group was defined as a case of conversion to hemostasis using electrocautery during the hemostasis step after enucleation. A total of 357 underwent tuc (tuc group) from this group only 2 patients experienced intraoperative capsule perforation. The non-tuc group was conformed of 1206 patients, where only 5 patients experienced intraoperative capsule perforation.

Manufacturer narrative:
Yoon hs, kim mh, park js, choo ms, jeong sj, oh sj. (2022) risk factors for transurethral coagulation for hemostasis during holmium laser enucleation of the prostate. International neurourology journal, 26(2):153-160. Doi:10.5213/inj.2142414.207.

Event description:
It was reported via an article published in international neurourology journal that a retrospective study was conducted to identify risk factors for transurethral coagulation (tuc) using bipolar electrocautery for hemostasis during holmium laser enucleation of the prostate (holep) surgery for benign prostatic hyperplasia (bph). Clinical outcomes of holep surgery performed by a single surgeon between january 2010 and april 2020, collecting data from 1563 patients. The patients were divided into two groups: patients who underwent tuc (tuc group) and those who did not (non-tuc group). The tuc group was defined as a case of conversion to hemostasis using electrocautery during the hemostasis step after enucleation. A total of 357 underwent tuc (tuc group) from this group only 2 patients experienced intraoperative capsule perforation. The non-tuc group was conformed of 1206 patients, where only 5 patients experienced intraoperative capsule perforation.